Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital staff member reported a loss of suction at sixty percent of treatment during a lasik procedure. Upon follow up, the reporter confirmed the event happened during the process of making a corneal flap. The surgery was finished by changing to another patient interface (pi), and no patient harm occurred.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the recorded event day shows only the vacuum, the energy check were performed during start-up, no ablation test was completed and no treatment performed on that day. The root cause could not be determined conclusively. (B)(4).